Event description:
The following information was reported to gore: on an unknown date in 2018, this patient underwent a partial arch replacement for a thoracic aortic aneurysm. On (B)(6) 2025, the patient developed a type b aortic dissection. On (B)(6) 2025, the patient underwent endovascular treatment for the aortic dissection using gore tag conformable thoracic stent grafts with active control system. Following the creation of a single debranching bypass, two ctag devices were deployed. During deployment, the proximal device (tgmr313120j) migrated approximately 3¿4 mm distally. After coil embolization of the left subclavian artery, contrast imaging revealed a small amount of proximal type I endoleak on the lesser curvature side. No additional intervention was performed, and the patient was placed under follow-up observation. The patient tolerated the procedure. On (B)(6) 2025, follow-up CT imaging revealed persistence of the proximal type I endoleak and enlargement of the aneurysm. On (B)(6) 2025, a reintervention was performed. After creating a single debranching bypass, an additional stent graft was placed proximally to the previously deployed ctag (tgmr313120j). The patient tolerated the procedure. The physician's comment: "although there was approximately 5 mm of available extension space in zone 2, the patient did not undergo any further procedures. Therefore, we extended the device up to zone 1."

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.